Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient experienced an increase in spasticity 5 weeks before a refill. It was noted that the refill doctor thought drug stability may have been the issue. The residual volume was normal. No troubleshooting was performed. It was noted that the patient had daily baths at 100 degrees. The patient endured no trauma. The patient's botox was due at the same time as the refill, and it was thought that the increase is spasticity may have been due to a lack of botox effect. It was later reported that the patient was going several months (5.5) between refills without sequelae. It was noted that the "investigation was getting old" and the physician planned to refill the pump earlier the next time. It was later reported that when the pump was implanted, it was decided to keep the patient at a dose that would keep the patient's legs "loose and comfortable." The patient was at a dose of 200-250'g continuous infusion for years, but following a move, the patient started getting a little tighter. The patient worked with a nurse practitioner and started doing 4 hour boluses in very small amounts at first. The patient was happy and liked how it felt. They continued with that, but never went above 300'g. It was also reported that this pump worked great for 6 years with hardly any issues. It was noted that they never had to give the patient oral baclofen. The patient had sensitivity a couple of weeks prior to refill date and had to be brought in early and really did fine. It was also reported that they tried to go higher with the catheter to help the patient's arms, but they could not go past t9. The catheter was left where it was and it was noted that "it worked fine." It was reported that the patient's arms were still tight and the patient got botox. It was noted that a "mass" had been initially detected in 2004, and also during the 2010 pump replacement. It was unsure what the mass was, but it was noted that the physician felt it was not an inflammatory mass. It was thought that a previous catheter positioned at t3 might have caused the "adhesions." It was also thought that the patient could have "scar tissue" and "who knows what could have caused" the mass. It was noted that the patient's tingling went away and there were no residual symptoms, so the physician "said not to worry about it." The device system was used to deliver lioresal. Reference manufacturer report # 3004209178-2011-09989 for continued "mass" issues with the patient's current pump system.